Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the legal manufacturer's investigation, it has been more than 6 years since the subject device was manufactured. It is likely that the lock on the video connector receiver has worn out and failed due to long-term, repeated use. As a result, the connection becomes loose and the contact of the electrical contact becomes unstable and interferes with the image transmission between the scope and video processor. It is likely the image disappears when the scope cable is distorted.

Manufacturer narrative:
The suspect device was evaluated by olympus and a loss of image observed when manipulating (i.e., wiggle) the pigtail. The cause was isolated to a worn video connector latch causing poor connection.

Event description:
A user facility returned to olympus for repair an olympus, cv-190, evis exera iii video system center due to a report that the usb port was malfunctioning. Upon evaluation of the returned device, a loss of image was observed. There was no patient injury or harm, associated with the problem, reported to olympus.